Event description:
Customer reportedly obtained results of 100 mg/dl, 68 mg/dl, and 63 mg/dl on the active system within 10 mins. Customer was treated with fruit and sugared tea. Requested return of suspect system and replacement was sent.